Manufacturer narrative:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod. Despite 2 bolus injections of insulin, patient's bg did not improve and patient was vomiting. Subsequently, patient was taken to the emergency room, transferred to another hospital, diagnosed with diabetic ketoacidosis, and admitted to the intensive care unit. Treatment included intravenous delivery of insulin and fluids. The next day, patient was discharged. Pod is not available as it was discarded at the hospital.

Event description:
It was reported that a patient's blood glucose exceeded 500mg/dl while wearing the pod on the leg. Despite 2 bolus injections of insulin, patient's bg did not improve. Subsequently, patient was taken to the emergency room, diagnosed with diabetic ketoacidosis, and admitted to the intensive care unit. Treatment included intravenous delivery of insulin and fluids. The next day, patient was discharged. Pod is not available as it was discarded at the hospital.